Event description:
According to the reporter, during a procedure after the third firing, the blade was difficult to retract and jaws were locked on the stomach tissue. To resolve the issue, the power stapler was replaced by a manual stapler; resection and re-stapling were performed. Additionally, the patient needed to be readmitted 3 days later due to bleeding in the intestinal loop, then the patient was discharged from the intensive care unit (ICU) the same day. It was noted that the patient was then in stable clinical condition.

Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell, (lot number: unknown) egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: unknown) sigphandle, sig power sigphandle handle, (serial number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual evaluation found no notable condition related to reported condition. It was reported that during a procedure after the third firing, the blade was difficult to retract and jaws were locked on the stomach tissue the reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the returned adapter was connected to the associated reload. The blue unload switch was partially depressed. Functional testing noted that the adapter was connected to the gen2 adapter black box running gen2 acc software, and the strain gauge was unresponsive due to the connected reload. There were universal asynchronous receiver-transmitter (uart) communications errors in the data saved to the system. The adapter had reached the maximum number of procedures. The reload could not be removed from the adapter by pressing the blue unload switch back then twisting and removing the reload from the adapter. The adapter was connected to a representative handle running v29.6 software, and the device entered emergency retract mode. After completing emergency retract mode, the handle displayed a white adapter swimlane showing that the adapter had no remaining uses. The reload could be now removed from the adapter by pressing the blue unload switch back then twisting and removing the reload from the adapter. There was damage to the distal end of the firing rod. The adapter was reconnected to the gen2 acc software. The strain gauge was responsive and no new errors appeared. The adapter was connected to a clamshell and a handle running v29.6 software. The handle displayed a white adapter swimlane showing that the adapter had no remaining uses. A reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hangups or sluggishness. It was reported that the knife blade was difficult to retract and the instrument locked on tissue. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: uart communication errors. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure after the third firing, the blade was difficult to retract and jaws were locked on the stomach tissue. To resolve the issue, the power stapler was replaced by a manual stapler; resection and re-stapling were performed. Additionally, the patient needed to be readmitted on november 01, 2025 due to bleeding in the intestinal loop, then the patient was discharged from the ICU observation on november 03. It was noted that the patient is now in stable clinical condition.